Event description:
Patient described various glucose readings ranging from 47 to 482, which caused problems for her at her job, she works in a courtroom and had to take a lot of breaks. Patient was doing insulin through her pump and blood sugars continued to rise. Patient experienced excessive bleeding, pain, and bruising at infusion site. Route: 057. Dates of use: 2009. Diagnosis or reason for use: diabetes (insulin controlled). Event abated after use stopped or dose reduced?: yes.